Manufacturer narrative:
(B)(4). Concomitant medical products : tem#: 42512100710; articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 6-7; lot#: 64666577. Report source: foreign : (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00287. Reported event was confirmed by evaluation of returned associated device, as this device was not returned as it remains implanted in the patient.. Device history record (DHR) was reviewed and no discrepancies were found. Per persona revision knee system IFU, it is stated do not use the persona revision femoral components or tibial plates with the persona cruciate retaining (cr), medial congruent (mc) or ultra congruent (uc) articular surfaces. Do not use the persona revision cck articular surfaces with the persona ps or cr femoral components. They are not designed to be compatible. Hence the root cause is attributed to off label use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that total knee arthroplasty was performed with persona. The surgeon could not insert persona mc surface to tibia base plate and he disengaged the surface to clean space between the surface and the tibia base plate by saline. After that, he tried to insert the surface again but he could not. Subsequently, persona uc surface was used to complete the procedure.